Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit melted event though it did not touch the grasper. It was further reported by the doctor that the electrode cable was not connected when the event occurred.